Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision surgery with implantation of a 455cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral rupturing of her breast implants during an in-office visit with a medical professional. Magnetic resonance imaging was performed confirming the diagnosis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Refer to manufacturing report number for the contralateral event.1645337-2022-05040.

Manufacturer narrative:
On (B)(6) 2022, mentor received a scheduled explantation date. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture date of explantation: (B)(6) 2022 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 14, 2022, mentor received additional information. The patient acquired bilateral breast infections post-implantation of the suspect medical devices. These infections eventually healed; however, subsequently, the patient was noted to have bilateral breast deformities in the lower pole of each breast. Magnetic resonance imaging was then performed which only indicated a ruptured right breast implant. Explantation of the devices confirmed the left implant was intact and the right implant was ruptured with calcifications of the right breast pocket. As this file is for the left breast implant, rupture is no longer applicable. On october 26, 2022, the mentor analysis lab received the suspect medical device for evaluation. On november 04, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: anisomastia manufacturer¿s reference number: (B)(4).